Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were tortuous (ectatic) and stenotic. It was reported that after the bifurcated stent graft was deployed the contralateral gate opened proximal to the aortic stenosis and the gabe was jailed. The decision was made to convert the device to an aorto-uni-iliac by placement of 2 aortic cuffs in the flow divider and perform a fem-fem bypass. While inserting the first device, the delivery system kinked and there was a perforation of the iliac artery (see MFR # 2953200-2007-00308). An aneurx iliac stent graft was used to successfully cover the perforated artery, and then another aortic cuff was implanted to convert the device to an aorto-uni-iliac system. It was reported that the next day, patient had no feeling from the waist down. The patient expired sometime within the 2 weeks after the procedure. No additional information was provided.